Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, it was noted there was oversensing, increased threshold and r-wave amp variation on the right ventricular (rv) lead. Lead dislodgement was suspected. During the rv lead revision procedure, it was noted the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.